Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient that complained the left eye was not as clear. The reporter indicated the wrong axis was treated additional information has been requested. Follow up information received indicated the patient is scheduled for a follow up visit and they are monitoring for now. There is no plan for an enhancement at this time.

Manufacturer narrative:
A review of logfile for the whole treatment day was performed. Logfile review shows that the third and fourth treatments were performed successfully. According to the pre refraction value of the source document, the patient has pre refraction od sphere -4.75, cylinder -1.00, axis 30 and os sphere -5.00, cylinder -0.75, axis 150, as no another treatments with the similar refraction were performed on that day, so the only possible operation related to this event is the fourth treatment which was performed with axis 60 instead of axis150 of the pre refraction, so the reported event could be confirmed. The root cause is user error. (B)(4).